Manufacturer narrative:
Evaluation summary: failure code 570:320:844:0000 with 3 battery discharges below the alarm threshold was confirmed. These indicate that the pump's batteries are damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
During product evaluation, failure code 570:320:844:0000 was found in the pump's event history with 3 battery discharges below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.